Event description:
Health care professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.

Event description:
Device has been explanted.